Event description:
It was reported that during a training/demo of the davinic system, there was a potential problem with the right master tool manipulator (mtm) on the surgeon console. The caller stated that error 23152 displays and states 'potential problem with right clutch'. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator to resolve the issue. The system was tested and verified as ready for use. Failure analysis replicated and confirmed the field complaint. The unit had no external damage. The unit was placed on the system and failed with the following: home manip error: exception: home manip: unsupported operand type(s) for: ¿nonetype¿ and ¿str¿ and adv 22032: log mtm homing failure (scc). Encoder calibration: plat and ro failed the following specifications: roll max output enc nonlinearity, roll max output enc nonlinearity residual, home manip was attempted again to run at slow speed and passed; however, it subsequently errored out: slow gravity balance test post sine cycle wp, rel 23008: eevt potenc lim (mcer). Although error 23152 was not replicated, the errors observed during in house testing are related to the same issue. After investigation, failure analysis determined the roll magnet and hub were the root cause.